Manufacturer narrative:
The customer performed vitamin b12 qc after the event and the level iii qc was out of range low. The customer then recalibrated the vitamin b12 assay and re-ran qc; all three levels of qc resulted low. A routine system check performed on (B)(6) 2011 passed within instrument specifications. Per customer, they are not reporting any issues with other assays at this time. A field service engineer (fse) was dispatched on (B)(4) 2011. The fse performed a diagnostic testing and results passed within instrument specifications; however, some outliers were noted. The fse performed a preventive maintenance (pm) on the instrument and replaced the main pipettor tip. The fse repeated the routine system check and high sensitivity system check; both passed well within instrument specifications. The fse performed assay qc which passed within the customer's established ranges. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a higher than expected vitamin b12 result, above the normal reference range, generated by the access 2 immunoassay system for one patient. Subsequent testing produced lower results within the normal reference range. The high result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.